Manufacturer narrative:
The center who has reported this cas has been contacted to ask for more information (date of event, product reference).

Event description:
The "wire" of catheter obstructed (artefact observed) her total view of a patient's imaging study in a tumor case which made it impossible to see if the tumor was completely gone.

Event description:
The "wire" of catheter obstructed (artefact observed) her total view of a patient's imaging study in a tumor case which made it impossible to see if the tumor was completely gone.

Manufacturer narrative:
The device has been discarded, and the sn has not been noted. So, we can not perform an analysis of the production batch record. Root cause can not be found. This report is being resubmitted because the previous report sent on 04/10/2025 (increment 3001587388-2025-00012) was not accepted.